Event description:
It was reported that at the start of a myringotomy procedure, the opmi 1-fc microscope light was working and then went out. The microscope was removed from the operating room and the doctor completed the myringotomy without the planned tympanostomy tube insertion.

Manufacturer narrative:
The site reported the following via user facility report(B)(4): "microscope checked before start of case by staff (light working)"; "light worked then shut off, could not re-illuminate"; "surgeon performed myringotomy with no tube insertion"; "device checked by clinical engineering"; "could not duplicate"; "device was in full working order"; "returned device to or"; "dr and staff reported device working properly". This info is consistent with that reported to the MFR's rep.